Event description:
Customer received result of 21.5 mmol/l on aviva system 1, and a result of 10.4 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). (B)(6).